Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customers¿ initial report of an obstruction in the air/water nozzle was confirmed. The foreign debris appears to be a black rubber like material and could not conclusively be identified. We could not specify the cause of the foreign material in the device from the obtained information. It is suggested the cause for the debris was user handling. - it was unknown if the reprocessing steps at the material residue point deviated from the instruction manual. - it was not confirmed that there was physical damage at the material residue point. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The following additional findings were also noted: cracked light cover glass, worn adhesive on the light cover glass, scratched optical cover glass, worn optical cover glass adhesive, lifting adhesive on the distal end, straining angulation, play evident on the angle play, and water flow and removal not to specification. The event can be detected and prevented in accordance with the following IFU. The instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that distal end channel four was blocked on evis lucera elite colonovideoscope. The malfunction was found during reprocessing. The unidentified procedure was completed with the same device. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified foreign debris protruding from the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation of the returned device.